Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused. The device was filled with 240ml of an unspecified drug solution. The expected infusion time was not reported; however, after 60 hours the device was observed to have 100ml of solution still remaining in the reservoir. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 16d019 was manufactured from april 14, 2016 to april 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.